Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to a loosened acetabular cup which had failed to in-grow into patient. Surgeon reported to company representative that this had nothing to do with the products but came about due to patient's poor bone quality.